Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/2.5mm balloon ruptured at 16 atms on the initial inflation. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'